Event description:
Customer stats the device has a lose battery connection. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.